Event description:
The customer reported via phone call that she dropped the insulin pump in water. The numbers were scrolling up and were not stopping. She went swimming with the insulin pump on. Fluid was under the lcd display. Customer's blood glucose level was 122 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No unexpected scrolling of numbers noted. Moisture damaged on lcd board noted. Button error alarmed after boot up and intermittent button response on the up arrow button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads were noted.